Manufacturer narrative:
UDI #: (B)(4) age at time of event or date of birth: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was partially inserted into the patient's right eye when the surgeon noticed the haptic was bent. The surgeon was able to remove and replaced it with the same type of lens in same diopter. Reportedly, there was no patient injury.

Manufacturer narrative:
The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with a microscope shows the lens is cracked with one haptic detached and distorted/bent. The lens condition is consistent with a lens that was removed from the patient's eye. Surface residuals (fibers/particles) were observed on the lens that could be related to handling the lens in a non-sterile environment. Lens was observed with ovd residues which indicate that the unit was handled and prepared for surgical use. The investigation results reasonably suggest that the probable cause of the complaint type reported could be related to surgical and/or handling technique at surgical site. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. No other investigation request has been receive for this production order (po). Based on the manufacturing record review, no deviation or assignable cause was identified for the claim issues reported. The documentation shows that the production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.